Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instruction for use (IFU) which accompanies this device currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(6).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced dyspareunia, mesh erosion and additional surgery.